Manufacturer narrative:
(B)(4). The product was requested for manufacturer investigation but it was disposed of by hospital. A DHR review of the lot 92216887 was performed. There were no references found, which are indicating a nonconformance of the product .the available information was shared internally with clinical advisor. It was stated that according to the application duration the device has been operated for 10h. Despite the device is not restricted to a maximal application duration time of 6h the 10h utilization is deemed as demanding for the device. The site of incident stated that the amount of blood flow was 2,2l/min. Taking into account that the device of complaint is indicated to manage blood flows of up to 7l/min it becomes even more demanding to handle the relatively low flow capability over the amount of 10h utilization time. Despite of an act level of 650sec the effectiveness of anticoagulation cannot determined without reliable atiii value. That said a sufficient anticoagulation may not been allocated in relation to relatively low flow and large surface. With the help of the present information the complaint device seem to be capable to carry out its intended use for the most extent. The subject of coagulation after 10h of application may not a device malfunction as result of a production shortcoming. Ambitious application determinants as a combination of flow with respect to device surface are deemed as a more probable cause. A trend search were performed which came to following results:no additional complaint was recorded. Based on the information available at this time,a malfunction of the product cannot be confirmed. The data is also being handled through a designated maquet trending and applicable investigation process. If a trend occurs,it will be escalated to quality assurance management.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"there was leakage the reservoir during the patient use." (B)(4).